Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown), the device failed to discharge. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
A zoll approved service provider evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive tested and passed successfully. The device was recertified and returned to the customer. Review of the device logs did not show any activity that suggests a device malfunction. No trend is associated with reports of this type.